Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd luer-lok¿ tip syringes leaked during use. The following information was provided by the initial reporter: "on pm of (B)(6) 2021, left leg PICC (initially placed (B)(6) 2021) was noted to be leaking at proximal aspect, at the area of widening (towards the connector), with spurting of fluid on attempted flushing of the line. Line was removed upon discovery of malfunction, and PICC was temporarily replaced with piv in r arm. New PICC was placed in r leg. Will continue to monitor patient for signs/sx of infection."